Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was additional sensing integrity counter (sic) and ventricular oversensing likely related to electromagnetic interference. The device is still in use.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had elevated sensing integrity counter (sic) counts. Follow up was attempted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.